Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor base. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced difficulty inserting the sensors. The customer stated she had issues with two sensors the day of the call. The customer stated that the first sensor was pulled by the serter during insertion and with the second one, the needle broke off with the second button press on the serter. Customer mentioned she has had this behavior with multiple sensors. Both sensors would be replaced and returned for analysis.